Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. A review of the data supplied, shows quality control (qc) was out of range at the time of the event. The ccc was granted permission to remotely dial into the system. The ccc reviewed the error log and found no issues. The ccc found that the "kin_check" values were out of range on multiple flagged results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed integrated multisensor technology (imt) mixer and failed imt mix test. The cse replaced the imt probe and imt mixer. The cse retested the imt mix test, which passed. The cse performed alignment, reagent 1 probe failed. The cse replaced reagent probe 1. The cse ran alignment test and all probes were aligned. The cse performed a service method and sample probe 1 failed over mix test. The cse replaced s1 mixer. The cse retested service method, which passed. The cse ran a system check, which was in range. The cse ran a quick check and passed. Cse ran qc, which resulted in range. The cause of the discordant, falsely depressed calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was released to the physician(s). The customer then noticed their quality control (qc) was out of range and showing "abnormal assay" and "below assay range" errors. The customer repeated the same sample on the same dimension vista instrument, resulting higher. The customer then repeated the same sample on an alternate dimension vista instrument, resulting higher. A corrected report with the first repeat result was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed calcium result.